Event description:
It was reported that the customer continues to see yellowing of the alaris device membrane. Customer reports one device with a hole in the membrane. Customer reports they use dispatch bleach wipes, deionized water wipes and kimtech disposable low lint dry wipes. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of yellowing membrane was able to be confirmed during the external inspection of the device. Testing performed by bd r&d was able to replicate the yellowing when using an approved cleaner that contained bleach. The testing showed that the yellowing occurs over time. ¿ the external inspection found the plastic membrane with multiple yellow spots on the clear polyurethane seal. It was also observed the presence of a white residue on the membrane frame and crevices. ¿ the suspect pump module s/n: (B)(6) underwent an alaris system maintenance v.12.3 preventive maintenance activity to ensure the issue reported had no impact on device performance. As a result, the suspect passed all its tests without any complications ¿ the third-party company (exponent) performed an analysis of the yellow discoloration present on the membrane of the alaris system. The engineering firm determined the following results: ¿ inspecting the yellowed and non-yellowed locations confirmed the chemical composition of the unit appears unchanged by the presence of the yellow features on the suspect unit membrane. ¿ it was found that the residue in the yellowed spot contained elements such as sodium and phosphorous, whereas the nominal area only detected elements associated with the polyurethane film. ¿ log review was not required because the associated logs are not applicable to the reported issue under investigation. ¿ best practices for cleaning bd alaris system devices states the use of healthcare-grade cleaning products that are recommended for cleaning bd alaris¿ system devices. Do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. ¿ the use of any cleaning product containing chemicals listed in the do not use section of the cleaning product guidelines for the alaris¿ system should be discontinued immediately to avoid damage to the alaris system. ¿ bd recommends a soft bristle brush to clean hard to reach areas or to remove crusty residue. The brush should not be used on the membrane or air in line sensor. Also, bd recommends using a soft, lint free cloth dampened with water to remove the cleaner after the required kill time of the cleaner/disinfectant being used. ¿ per product labeling, the alaris system user manual (v12.1) states to not use hard, abrasive or pointed objects to clean any part of the instrument. Do not allow cleaning solutions to collect on the instrument. Residue buildup might cause the moving parts to become sticky and hinder their operation over time. Certain chemicals can damage the surfaces of the instrument. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the report of yellowing on the alaris device membrane was confirmed through physical inspection of the returned device and was replicated through bd r&d testing with a product that contained bleach. This issue is being escalated and will be investigated under failure investigation (dir: (B)(4)).